Event description:
It was reported that the customer's insulin pump is cracked at the battery compartment. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with broken off end cap, missing end cap sticker, broken reservoir tube lip, and scratched case at the battery tube near threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.